Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer received a failed battery test alarm. The customer also reported receiving a battery out limit alarm. The customer was advised to replace their insulin pump. No additional information provided.

Manufacturer narrative:
No unexpected failed battery test alarms and no unexpected battery out limit alarms noted while monitoring pump for 1 day. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.